Event description:
The risk manager from the hospital reported that by using the device mentioned below some metallical micro particles appeared. The metallical micro particles are observed after the intervention with the checking post op x-rays.